Event description:
It was observed, during the device inspection. That the gastrovideoscope exhibited the acoustic lens was missing. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information provided from the investigation, the event of acoustic lens missing was confirmed, however; a probably cause was not identified, and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.